Event description:
Customer reported he was changing site and saw the device had a low battery alarm. Before priming the device he changed the battery now the device would not respond. Customer's blood glucose was 170 mg/dl. Troubleshooting was performed. During troubleshooting the customer inserted a new battery and display returned customer declined further troubleshooting. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.